Event description:
Customer called to report a low battery alarm and the display screen being blank. The customer's blood glucose value was 72 mg/dl. Troubleshooting was performed and cracks were noted in both the upper right corner of the insulin pump and over the top of the casing respectively. Advised the customer that the insulin pump will have to be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to corroded battery tube and battery cap contact. Unable to verify for operating current including, low battery and off no power alarm due to blank display. The device was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and cracked end cap.